Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. All other electrical measurements were normal. The patient was brought into the operation room, and programming changes were made. The patient was stable during and after reprogramming.